Event description:
It was reported that the user experienced hyperglycemia with a highest cgm value of 320 while using the ilet and an infusion set on the inner thigh, where the site appeared raised with part of the adhesive patch not attached, suggesting the infusion set was deployed or connected incorrectly; the user had recently changed supplies and used insets (lot 6011924), and the ilet displayed a high alert. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified involving improper or incorrect procedure or method related to the infusion set component, and the user was guided to reinsert and reconnect the infusion set per labeling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.